Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous in the mid left anterior descending artery. After an unspecified size nc quantum apex balloon catheter was advanced to the lesion for predilation, intravascular ultrasound was performed. Then the 3.50mm x 38mm promus element plus stent was advanced but was unable to cross the lesion despite several attempts. When the device was removed, it was found out that the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.